Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A sdr203b, implantable pulse generator, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented with muscular stimulation. The right atrial (ra) lead has exhibited unstable thresholds and is suspected. After reprogramming the stimulation resolved. The patient was sent home and will be closely monitored. No further patient complications have been reported as a result of this event.